Event description:
It was reported the customer received a motor error alarm during the rewind process. Other motor error alarms were found in the alarm history. Customer also stated their drive support cap was loose and sticking out from the side of the insulin pump. The customer's blood glucose was normal and did not require medical intervention. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).